Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 4117882. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml saline fill china sp had leakage. The following information was provided by the initial reporter: in the hematology-oncology department, at 11:00 on (B)(6), when preparing to seal the IV tubing after completing the infusion for patient (B)(6), the nurse opened the prefilled syringe and discovered leakage. The prefilled syringe was subsequently replaced, and no adverse effects were observed in the patient.